Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller stated they were trying to connect to their ins, when they just tapping retry multiple times they saw the screen saying data was lost. The patient was redirected to follow-up with their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported the cause of the data lost error message was not determined. As a step taken to resolve the issue, the program was changed for #1 to 2. There were no further complications reported or anticipated.